Manufacturer narrative:
The event involves a device that is no longer commercially available in the u.s., but a similar device is commercially available in the u.s. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Dr. Revised a right hip stryker stem and head. The patient had an exeter universal stem (1988-2002) with a 32mm +5 metal head that was connected to a competitor constrained liner and cup. The liner had dislocated from the cup. Dr. Removed all implants and put a cemented eon stem and titanium multi-hole cup and 44 head/liner. Supposedly the original surgery was done in (B)(6), USA. Update 08/april/2019: rep reported that the stem was slightly retroverted.